Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 172, 180, 210 and 225 mg/dl. The customer¿s expected blood glucose test result ranges are 100-140 mg/dl am fasting and below 170 mg/dl 2 hrs. After meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 160 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/17/2026 and open vial date is (B)(6) 2025. The meter memory was reviewed for previous test result history: result 1: 172 mg/dl date: (B)(6) 2025 time: 11:38 am non-fasting. Result 2: 180 mg/dl date: (B)(6) 2025 time: 5:07 pm 2 hrs. After meal. Result 3: 210 mg/dl date: (B)(6) 2025 time: 5:02 pm 2 hrs. After meal. Result 4: 225 mg/dl date: (B)(6) 2025 time: 6:01 am fasting. Result 5: 123 mg/dl date: (B)(6) 2025 time: 12:52 pm unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 24-sep-2025 to ensure to ensure that the initial concern was resolved - able to establish contact with customer who indicated comfortable with the glucose readings from the product.